Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. The patient mentioned that they experienced chest pain. It was also mentioned that there was a automated delivery restriction alarmand missing cgm values. The patient was treated with fluid and rest. The patient was release same day. The pod was not worn when seeking medical attention.